Event description:
The customer reported that the patient was admitted to the hospital due to chronic obstructive pulmonary disease and was in critical condition with respiratory failure. In the process of using the ventilator for the patient, the humidifier is inappropriate due to the failure of the humidifying water tank of the ventilator, resulting in respiratory discomfort, dry airway, and sticky sputum. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) the unit did not malfunction. It was the malfunction of the medical humidifier line matching the ventilator that led to the unsatisfactory humidification effect and caused the discomfort of the patient. After the humidifier was replaced, the ventilator returned to normal. After the patient withdrew the machine, the humidifier was repaired and restored to normal.